Event description:
Customer reported device result= in the 70's mg/dl. Customer went to hosp where blood glucose reading=over 200mg/dl. Customer was treated with insulin. Customer was admitted to hosp for a non related incident. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.